Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer stated the insulin pump did not alarm no delivery when they attempted to deliver five units. The customer also reported the alarm persisted during bolus and basal deliveries. Customer's blood glucose was 159 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarms noted during our testing. The insulin pump passed displacement, prime/a33, basic occlusion and excessive no delivery tests. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.